Manufacturer narrative:
(B)(4).

Event description:
During procedure, the set screw would no longer move. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
As received a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After ultrasonically cleaned, the helix could be extended and retracted; the full helix extension length was measured within specifications. X-ray examination of the entire lead was normal. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies. No anomalies were noted.